Event description:
The sales representative reported on behalf of the customer that the 60-6010-005 multifunction instrument system (straight grip handle)switch was being used on and the ¿red button on product 60-6010-005 are getting stuck when operating. Stuck on the pressed down part of the button to the point that a hempstead was used to release the button. Patient is ok and no further issues other than delaying surgery a bit to fix.¿ there was no impact or injury to the patient. Per further assessment it was reported "short delays... To undo buttons but nothing affecting patient." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used 60-6010-005 device found that the red button was able to return to its original position after being pressed down. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: use lowest possible power settings on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible. Make sure the proper electrosurgical ground pad is used, following the manufacturer¿s directions for proper placement and application. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6010-005 multifunction instrument system (straight grip handle)switch was being used on and the ¿red button on product 60-6010-005 are getting stuck when operating. Stuck on the pressed down part of the button to the point that a hempstead was used to release the button. Patient is ok and no further issues other than delaying surgery a bit to fix.¿ there was no impact or injury to the patient. Per further assessment it was reported "short delays... To undo buttons but nothing affecting patient." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.